Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a noma user report containing the following information: a healthcare professional, reported on behalf of a customer using the freestyle libre 3 continuous glucose monitoring system. The report stated a recurring, reproducible software error in the freestyle libre 3 (and libre 3 plus) continuous glucose monitoring (cgm) system, used with ios devices. The error is linked to periods of rapid glucose change, often following insulin correction boluses, and results in the cgm app ceasing to display real-time glucose values and disabling alarms for up to 30 minutes or more. During these intervals, the app displays "sensor error" and "alarms unavailable," with all readings hidden from the customer. Critically, the sensor continues to measure and store data, which is later shown in the historical graph, but is not available in real time. No alerts are provided unless the app is actively opened. The following events were noted: event 1 (19 june 2025). At 15:38, the patient administered a correction bolus of insulin. Over the next 35 minutes, glucose readings demonstrated a steady decline from 11.8 mmol/l at 16:00 to 7.8 mmol/l at 16:13. At 16:13, the continuous glucose monitor (cgm) ceased reporting values, initiating a 33-minute data gap during which no readings or alarms were generated. When data transmission resumed at 16:46, the glucose had dropped to 2.9 mmol/l event 2 (21 october 2025), at 10:37, the patient administered a correction bolus before driving. Glucose levels ranged from 12.6 to 9.8 mmol/l between 11:32 and 11:38. At 11:38, the cgm stopped reporting, resulting in a 29-minute data gap while the patient was operating a vehicle. No system alarms or warnings occurred. The next available reading at 12:07 was 2.2 mmol/l. The customer had to stop at a bus stop and consume sugar after finally seeing the low reading. Event 3 (16 march 2026). The patient administered a correction bolus at 06:50. Glucose values declined from 5.9 mmol/l at 07:45 to 4.3 mmol/l at 07:55. At 07:55, a 14-minute data gap began, with no glucose values or system notifications. When readings resumed at 08:09, glucose was 3.4 mmol/l. Event 4 (9 april 2026). A correction bolus was administered at 14:39. Glucose levels fell from 7.2 mmol/l at 15:26 to 5.8 mmol/l at 15:30. A 9-minute data gap then occurred, with no readings or alarms. When data resumed at 15:39, the glucose was 3.8 mmol/l. Over the following 20 minutes, three additional short gaps occurred (9, 2, and 2 minutes), including during a rapid glucose rise. The recurring absence of data and lack of system warnings during declining and recovering glucose levels created multiple periods where hypoglycemia or rapid changes could have gone undetected. In all incidents, the data gaps occurred during predictable, insulin-driven rapid glucose changes. The failures were silent (no alarms or notifications unless the app was opened), and the suppression of readings and alarms affected both rapid decreases and increases in glucose. In at least one case, the customer was exposed to danger (while driving) due to lack of warning and required immediate intake of sugar. Other details provided by the customer: the issue is reproducible across different hardware, app versions, and sensors, and is not due to sensor lag or hardware fault. The customer maintains a systematic log and has documented these incidents with minute-by-minute data and screenshots. The customer has reported this issue to abbott multiple times but has not received a resolution. The customer requests the issue be escalated as a patient safety concern and considered for regulatory reporting. The customer verified that their sensors were not part of the affected batch. The customer described a separate issue in which the software suppresses valid glucose values and simultaneously deactivates alarms during rapid glucose changes. According to the customer, this failure mode is not addressed by the current recall or correction. The customer stated that they reported this software issue to abbott multiple times, including a detailed submission with supporting data in june 2025. The responses received did not address the specific software concern, and no substantive technical or regulatory follow-up has been provided. The customer requests that this issue be registered and treated as a patient safety concern, that feedback be provided regarding actions and timelines, and that the incident be considered for reporting to the directorate for medical products (dmp) via melde.no. The customer is able provide further technical documentation and correspondence if required. Abbott. There was no report of death or permanent impairment associated with this event.